Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had a red alert that was observed via remote monitoring system with v-tachy mode set to value other than monitor plus therapy. Attempts to obtain the reason of programming off this device were unsuccessful. This ICD device remains in service. No adverse patient effects were reported